Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was due to patient condition. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. After completing the procedure and upon removal of steerable guide catheter (sgc), the patient had an atrial septal defect (asd) larger than normal. Physician believed that larger hole was due to the integrity of the tissue and not related to the device. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.